Event description:
The trilogy evo ventilator was returned to the manufacturer service center for maintenance. The device was not in use on a patient at the time of the occurrence. During the evaluation, it was noted that a ventilator service required alarm occurred during operational checking. An error code indicating that an issue with the capacitor or the circuit for charging it was observed, therefore, system board was replaced to address the issue. Additionally, during the service of the device, the technician performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly. Confirmed the software version is 1.06.10.00.